Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was a dissection to the coronary sinus caused by the catheter. The left ventricular lead implant was postponed and the patient's condition was in stable condition.